Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Per the fall 2016 hpms customer survey, a customer responded "I have had several plates break over the past several years."

Manufacturer narrative:
The investigation is complete. No product was returned for evaluation.